Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :updated 14-oct-2022 no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre) will not be performed since mom systems are obsolete.

Event description:
Medical records reviewed: litigation pfs alleges back, groin and hip pain; inability to walk for more than ¼ mile without having to sit due to pain; high metal ion content; hearing loss; ringing in ears; dry mouth and eyes, beginning in 2019. On (B)(6) 2005, primary right total hip replacement performed to address degenerative arthritis. Depuy pinnacle metal-on-metal uncemented hip replacement with aml press-fit stem implanted without complications. Implant log sticker sheet for primary right hip procedure on page 31 of records. On (B)(6) 2009, patient received a left total hip replacement performed to address degenerative arthritis. Depuy pinnacle metal-on-metal uncemented hip replacement with trilock press-fit stem implanted, without intraoperative complications. Patient reportedly had a normal blood loss consistent with post-op hip replacement, but experienced an acute drop of his hematocrit, but remained hemodynamically stable without any reported interventions. He had post-operative atelectasis which he recovered from with "appropriate pulmonary care and incentive spirometry". On (B)(6) 2020 lab result cobalt, plasma 4.5 ug/l high result. On (B)(6) 2020, patient admitted for revision treatment of left total hip wear, progressively severe pain, and synovitis, with conversion from metal-on-metal to ceramic on polyethylene. No complications. MRI on (B)(6) 2020 found fluid around the trochanters, but no evidence of soft tissue mass or pseudotumor. (B)(6) 2020 revision of right total hip to address metallosis and elevated cobalt and chromium, with conversion from depuy metal-on-metal head-liner to ceramic on polyethylene head-liner. Surgeon identified grayish stained periarticular tissues and evidence of corrosion fretting within the trunnion femoral head region. Stem and cup were well-fixed. No complications were reported. On (B)(6) 2021 lab results chromium, plasma 1.7 ug/l and cobalt, plasma <1.0 ug/l.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. Follow-up is being conducted to determine initial reporter contact information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation records received. Records alleges serious injury, economic loss and pain. Doi: (B)(6) 2009 dor: (B)(6) 2020 left hip. Bilateral. (B)(4) for right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Event description:
In addition to what previously alleged, pfs alleges inability to walk, hearing loss/ringing ears, dry mouth and eyes, and high metal ions however laboratory result showed below normal level. After review of medical records patient was revised was due to periprosthetic fracture, wear and synovitis. Upon incision there was significant synovitis with a degree of mild metallosis gray staining of the portion of the soft tissues. In course of the liner removal there were normal abrasive marking made in the extracted component.